Manufacturer narrative:
A field service engineering (fse) was at customer's site to resolve reported event. Fse confirmed the reported error by reviewing the error log and determined the errors were associated to the hybrid arm. The fse replaced the h-cprb board on the hybrid arm. No further action required by field service. The aia-2000 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no other similar complaints found during the searched period. The aia-2000 operator's manual under appendix 4: error messages states. [4273] hybrid cup transfer z-axis home overrun. Cause: the home sensor activated improperly after movement of the hybrid cup transfer z-axis. If retry fails, the measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. The most probable cause of the reported event was due to faulty h-cprb board on the hybrid arm.

Event description:
A customer reported getting error message "4273 hybrid cup transfer z-axis home overrun" during a sample run on the aia-2000 analyzer. The customer stated the analyzer performed an all set home without error, but error occurred when trying to run samples. A field service engineer was dispatched to address the reported event, which resulted in delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg) and luteinizing hormone (lhii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.